Event description:
It was reported to boston scientific corporation in 2009, that a captiflex oval snare standard was used during a colonoscopy procedure performed the day before. According to the complainant, after placing the loop of the snare around the polyp, the device would not conduct current to remove the polyp. When the physician went to remove the snare from the polyp, the loop failed to open. As a result, the physician had to manipulate the scope and "jiggle" the snare free. The procedure was completed with another captiflex oval snare standard. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is received, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot. A labeling review was performed and no anomalies were identified.